Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch loose or broken and fridge failures due to component. Field service engineer realigned the smart remote manager by loosening the screws inside to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. Serial number, UDI and manufacturer date were kept blank, since the smart remote manager attached with main station could not be found. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system latch loose or broken and fridge failed. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.